Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed all of the pump supplies. The customer's blood glucose level was stable. As the pump supplies had been changed, the cause of the occlusion could not be determined. The customer performed a system check using the current supplies on the pump and no device issues were found.